Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of above 500 mg/dl. The customer was treated with intravenous drip. Also the customer was sick, had symptoms like nausea and dehydration. Customer was using auto mode feature. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.